Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was changing his reservoir and he was priming, but no insulin was coming out. Customer stated that he saw a part of the bottom side of the reservoir compartment had popped off. Customer stated that the pump fell apart into 2 pieces. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he would like to keep his pump.

Manufacturer narrative:
The insulin pump was received with detached end cap, broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners and cracked display window noted.